Manufacturer narrative:
The customer reported that their emergency room (ER) central nurse's station (cns) was showing communication loss (comm loss) on all tiles. The customer had already rebooted the cns, but the comm loss persisted. It appears that a switch might have gone down or malfunctioned and biomed will need to go on site to check the switches in the closet. There was no patient injury reported.

Event description:
The customer reported that their emergency room (ER) central nurse's station (cns) was showing communication loss (comm loss) on all tiles. There was no patient injury reported.